Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the device was not processed in accordance with the instructions for use (IFU), or the facility staff was not trained in reprocessing and/or device handling according to the IFU. The following reports say that performance of reprocessing on the device would be secured by appropriate reprocessing in accordance with IFU: "(cleaning/disinfection/sterilization) 147p-0894, 147p-0893, 147p-0892, 066-3255 " olympus will continue to monitor the field performance of this device.

Event description:
The customer reported failure to brush the whole suction channel on the evis exera iii colonovideoscope due to an unknown object clogging inside the channel. During reprocessing following a diagnostic colonoscopy procedure, the customer was unable to pass the brush down the 90 degree cleaning to the endoscope connector and out the suction connector. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the scope was previously sent in for repair with the same problem. The customer was using the oer-pro for high level disinfection. Tac advised the customer to pre clean the rest of the scope and to use the disinfectant to perform the manual reprocessing. Tac recommended the scope should not be used after the high level disinfect and suggested sending the scope in for repair. The customer declined initiating an RMA and opted to do so at a later date. The device was returned for investigation. Upon evaluation of the device, the reported issue of failure to push the brush through suction was not confirmed. However, cracked lg lens and cracked bending section cover were noted. A follow up was made and the customer confirmed receiving back the scope from repair however, the issue persisted. The customer mentioned that the repair was done on the distal tip and bending section. The device was sent back to olympus for further evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.